Event description:
Pt reported that they passed out and started having seizures; spouse called 911. Paramedics tested pt's blood glucose, but it was too low to register on their meter. Pt was given a glucagon injection as treatment.